Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty inflating was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a shunt in the brachial artery. The 4.0mmx20mmx80cm armada 35 balloon dilatation catheter (bdc) was prepped before use, with no issue or leak noted during preparation. The bdc was advanced to the target lesion without resistance; however, during inflation to 10 atmospheres (atm) the pressure gradually dropped (deflated from the balloon). The bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, the decision was made to end the procedure with no additional treatment. There was no additional information provided.